Event description:
During an in clinic follow up, increased, out of range, defibrillation impedance and decreased capture threshold were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.